Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to customer for use. Physio further evaluated the removed therapy pcb assembly and observed the reported issue to occur after the pcb was running sync mode overnight. Further root cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device temporarily locked up when the shock button is pressed. After the lock up, the device disarms and resets itself. There was no patient use reported with the event.